Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was performed on part# 03.632.036, synthes lot# 9937893, release to warehouse date: 29-mar-2016, supplier: (B)(4): no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tips of two long holding sleeves were noted to be worn and disengaged when used to implant matrix screws. On (B)(6) 2017 a patient with the diagnosis of stenosis underwent a revision surgery of competitor devices. The procedure was a posterior spinal fusion at l3-s1 with transforaminal lumbar interbody fusion at l3-l4. The patient was reinstrumented with synthes matrix system. During the procedure, the surgeon noted one sleeve slightly disengaged with a screw; however, he was able to implant the screw without a problem. He noticed the sleeve became disengaged with a second screw and switched to a second sleeve, which also disengaged. It was noted that a small piece of the tip of each sleeve had become worn; they were not in the original condition. A smaller sleeve from the instrument set was immediately available and used to insert all implants without any issues, including those screws the surgeon initially attempted to implant with the two long holding sleeves. There was no surgical delay. The procedure was successfully completed and patient outcome stable. Concomitant devices reported: 7.0mm ti matrix polyaxial screw 45mm thread length (part# 04.632.745, lot# unknown, quantity: 2). This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The returned instruments were inspected and the complaint condition was able to be confirmed. The first two (2) threads were peeled apart but not broken off from the remaining threads. No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. Replication of the complaint is not applicable as the complaint was visually confirmed. The matrix holding sleeve ¿ long (03.632.036) is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative, and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. Relevant drawings for the returned matrix holding sleeves ¿ long (03.632.036) were reviewed: top-level (03_632_001) and inner shaft (03_632_001_1). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Actions were implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.